Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of fever and peritonitis in a patient coincident with dianeal pd2 1.5% and dianeal pd2 4.25% therapies for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced a fever. On (B)(6) 2012, the patient experienced peritonitis manifest by abdominal pain and cloudy effluent. On (B)(6) 2012, the patient was hospitalized for the events. The patient was treated with cefuroxime 1.5gm. On (B)(6) 2012, the patient's pd catheter was removed due to poor inflow and the pd therapy was discontinued. On an unreported date, the patient was started on hemodialysis. The patient remained hospitalized. It was unknown if the patient recovered from the peritonitis. An opinion of causality was not reported for the event of fever. Per the physician, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, further information was received by gpv from a physician. The event of peritonitis was amended to peritonitis with (B)(6). Catheter tip infection with (B)(6) was added as a new event. The outcome for the event of a catheter tip infection with (B)(6) was not reported. An opinion of causality was not reported for the event of a catheter tip infection with (B)(6).